Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer's quality controls were within ranges for levels 1, 2 and 3. The customer is confident that a sample specific issue such as pre-analytical issue potentially contributed to the discordant result. The customer did not wish to troubleshoot the analyzer. However, when previous samples were run, all resulted the same as the original. The customer stated that they are satisfied with the instrument and the assay is performing as expected. The cause for the falsely elevated hcg result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on a dimension exl with lm instrument. The test was ordered to monitor the use of accutane in a (B)(6) female, not pregnant, patient. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same dimension exl with lm instrument, resulting lower and matching the patient's clinical history. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg result.